Event description:
It was reported that pump screen became frozen and did not respond to customer input, preventing customer from interacting with touchscreen. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset with guidance from technical support, and touchscreen responsiveness was restored after reset; no additional information was received regarding any further actions.